Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 7080907, lot #: im10m044, UDI#: (B)(4). H3: product analysis of part# 7080907, lot# im10m044 - visual and optical examination identified that the hex edges of the hex driver have been worn from what appears to be repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare facility via a manufacturer representative regarding drivers. It was reported that the screwdrivers broke. There was no patient involved in this event. No further complications were reported/ant icipated.